Event description:
It was reported that during a laparoscopic gastric bypass, the first device was fired and it stapled but did not cut. Another device was opened and would not cut. Another device was opened to complete the case.